Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) due to atrophy for about a year. The patient went from using a pad a day to several pads. A surgical procedure was performed in which the existing device was removed and a new aus was implanted. It was considered that the cuff was not functioning sufficiently due to the atrophy which caused the urethra to become thinner. Upon inspection of the explanted device, there were no leaks or visual defects identified. The procedure was completed successfully with no clinical consequences to the patient.